Manufacturer narrative:
Additional data:

Event description:
Additionally, physician reported that the injection occurred in the cheeks. The ¿patient was given ice on the day of injection". "I imagine [the patient pressed on the opening sight made from the 25 gauge needle on the day of the injection¿ was also reported. About three years after the injection, patient attended to a consult with the physician and reported ¿asymmetry and distortion¿. ¿slight asymmetry to [the] face with the left side being slightly larger than the right¿ was observed on the physician examination. The physician reported that the patient pointed ¿to an area that was probably the injection site[,] but not where the voluma was injected.¿ the patient was ¿advised that¿ hyaluronidase could be injected which could get rid of anything that might be there and the patient ¿felt it was worth the chance to hopefully melt it away.¿ the patient was injected ¿into the left cheek along the entire zone and above where the voluma may had been put¿ with 1 cc of hylenex® ¿to melt any product still potentially present¿. The patient will return in a week to see if there are changes.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient alleged to have been injected "in the wrong area in the lower left half of [the] face" with juvéderm® voluma® xc. The patient alleged to have returned to the injector ¿about a month later¿ to show the injector ¿that the injection site was still black & blue & [the] face was swollen on the left side.¿ the patient alleged to have been told by the injector that ¿it was a hematoma and to ice it, which [the patient has] been doing all along.¿ the patient further reported, ¿the voluma never moved up¿, as the injector ¿said it would if I pressed on it, which I did regularly.¿ the patient alleged to have seen the injector over 2 years later and ¿asked again about the larger side¿ of the left face, but the injector said ¿would take care of it¿ when the patient ¿had a face lift.¿ around the same time, the patient had several products. After using these products, in particular aha/bha exfoliating cleanser and a small skin medica ha rejuvenating hydrator, the patient alleged to have grown "peach fuzz all over [the] checks & jaw line". The patient alleged that the filler "is still there making [the] face look swollen in that area." The patient further reported ¿there is a distortion to the left side of my face" and "it looks terrible. It makes the lower left side of my face look distorted". The patient further reported ¿I look lopsided. My right side is perfect but my left side is much larger than my normal self. It is also giving me more wrinkles in the lower half of my face¿, where it was injected ¿in error¿. The patient further noted that from the injector¿s reaction on the day of the voluma injection, the injector ¿just hit the wrong place.¿ the injector ¿pulled the needle out quickly after injecting & went to my right side of my face where [the injector] injected on my cheek bone & not in the lower quadrant¿ like it was done on the left side. The patient asked what can be done to make the face look normal again. The symptoms have not resolved.